Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The blood glucose at the time of the incident was is unknown. The customer stated that they had been replacing the batteries and receiving power error alarms after replacing the battery cap. The customer was instructed on the steps to clear the alarm and was advised to monitor the device. The insulin pump will not be returned for analysis.